Event description:
Customer reported an issue with the pump's time settings being incorrect and confirmed that updating personal profile settings had occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted in correcting the pump time and advised the customer to monitor for recurring time discrepancies, which the customer understood and acknowledged.